Event description:
Event description guidant received information that this implantable lead stuck to the valve during the implant procedure. The physician attempted to remove the lead by retracting the helix and turning the lead body counterclockwise, but was not successful. The physician elected to leave the lead in place, and implanted a similar lead without complication. There have been no reported symptoms as a result of this issue.